Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated sodium (na) results on one patient generated on the alinity c analyzer. The results provided were (B)(4) on (B)(6) 2018 na = 172.9mmol/l / repeated = 137.5mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Return testing was not completed as returns were not available. A search for tickets similar to the customer's issue by lot 03610un18, found no other complaints and there were no trends identified. Review of patient field data for architect product ln 2p32, as this product is equivalent to alinity product ln 7p53, shows the sodium and chloride patient population result medians are similar for each product across multiple customers, instruments, and reagent lots. A review of the alinity system operations manual contains multiple probable causes and corrective actions for elevated concentration - ict results single assay such as: ict module is expired or has exceeded time or sample warranty - replace ict module and/or ict module is not performing as expected - replace ict module. The ict diluent package insert provides adequate information to address the customer's issue. Based on the investigation no product deficiency was identified for either the alinity c ict sample diluent (ln 7p53-20) lot 03610un18, nor the alinity ac01049 system.